Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation and "baker IV capsular contracture." Device has been explanted.

Event description:
Healthcare professional additionally reported, left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease flat and opening crack on valve seat diaphragm valve. Leak test and microscopic analysis was performed which identified, opening crack on valve seat diaphragm valve and white particles inner device. Based on the device analysis, the final assessment, is a cracked valve seat diaphragm valve. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.